Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there was no contamination on the charging contacts. A review of the system logs showed the cfet permanent failure status to be tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. It was reported that the power pack was not adequately charged or cannot hold a charge, and the device produced an abnormal amount of heat. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, during charging, the handle warms up during charging and will not turn on. It was noted that other handles were charged without any problems with the same charger. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.